Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient underwent a revision surgery for a dislocated tornier perform humeral fracture. The physician revised the glenosphere and poly was reduced.